Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer recognizes error 120.4540 at start up of 8015. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: customer recognizes error 120.4540 at start-up of 8015. ¿ customer had replaced the up power supply and receive the error again. ¿ customer re-flash the software, which did not change the condition. ¿ customer to replace the logic board to try an isolate the problem fault. ¿ they will call back, if further issues persist with the device.